Event description:
Customer reports that the lcd screen on insulin pump is scratched. She states that her health care professional advised that insulin pump be replaced. Customer's blood glucose was 110 mg/dl. Customer was advised that insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, a severely scratched display window and a missing end cap sticker.